Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose the day prior. She explained that insulin continued drip after letting go of the act button when filling the cannula. The customer's blood glucose dropped from 136 mg/dl to 48 mg/dl and stayed in the 40 and 50 mg/dl range the rest of the day. She treated with food and juice. She also reported that her blood glucose was high the day of the call. It was 371 mg/dl when she woke up, then 381 mg/dl and then 486 mg/dl after lunch. The customer treated with syringe and went to 406 mg/dl. During troubleshooting, the customer confirmed she was disconnected during prime. She did not recall the top of the reservoir or tubing connector being wet and no gap was seen between the piston and reservoir. The customer was able to change the set and prime. The product will be returned for analysis.

Manufacturer narrative:
Evaluated two opened/used reservoirs. Inspected reservoirs snap-cap, and septum for anomalies. None were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion reservoirs not occluded.